Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of deflation was reviewed on 25-june-2020. Visual analysis of the photographs identified; fluid-free device and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation" implant was "balled up." Device has been explanted.